Event description:
It was reported that a revision procedure was performed. The lead was successfully repositioned and remains implanted and in service. It was unknown if a perforation was confirmed. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented to the hospital two days post implant with complaint of chest pain. The lead was noted to have moved about a half an inch and a lead perforation was suspected. A revision procedure was going to be considered. Available information indicates this product remains implanted and in service. No additional adverse patient effects were reported.